Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to noise oversensing, under alternate vector configuration. Provocative maneuvers were able to reproduce the noise. Technical services (ts) reviewed the episode and suspected an electrode integrity issue or connection issue. However, x-rays showed no evident issue with the system. Further information was received alleging the s-ICD system delivered inappropriate therapy. A high variation of the system impedance during daily trend was noticed suggesting under insertion of the electrode. Further evaluations were recommended before ultimately explant the whole s-ICD system if the sensing issue persists. This implantable electrode remains in service and no adverse patient effects were reported.